Manufacturer narrative:
Continuation of d10: product ID 97740, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that for at least 6 months they have been having problems with their programmer not staying powered up. Caller stated that at first they thought it was their fault because they were using cheap batteries, but then they bought duracell batteries and continued to have the problem. Caller stated that the programmer will barely stay on long enough to turn the stimulation on or off or adjust settings, and then it will shut off. Caller added that they have to put in new batteries basically anytime they need to use the programmer because if they let the batteries sit in the programmer for even 1-2 days, they will be dead the next time they use it. Caller was also calling for MRI compatibility and stated they don't think the programmer will stay on long enough to get to MRI mode despite putting new batteries in yesterday. Agent had caller remove the batteries and examine the programmer. Caller shone a light into the compartment and noticed there was some discoloration on one end that looks almost like rust. Caller stated they had noted some discoloration in their pre viously but never looked at it closely. Caller reinserted the batteries, but the programmer would not even power on. The issue was not resolved. An email was sent to the repair department to replace the programmer. Caller noted they have been needing to change their settings more because they have pain in part of their back that the stimulation was not hitting, so they've been needing to go to the different groups which they can't do from the recharger. Caller mentioned they don't want to go in for an adjustment because they're terrified they're going to say the implant needs to be removed and they will take this device to the grave. Agent did not ask additional details as caller was very talkative and kept going on tangents regarding their medical history.